Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 120 mg/dl. The customer changed the infusion set site and insulin delivery was resumed. Reportedly, the customer had been using apidra insulin in the cartridge.